Event description:
It was reported that the ventricular lead exhibited high thresholds, 3v at 0.64ms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.